Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 161 mg/dl and the sensor glucose was 53 mg/dl at the time of the incident. During troubleshooting, it was noted customer was not connected to a sensor until 3:00 pm, and the sensor went into suspend in the middle of the night. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was able to confirm the sensor was working. The sensor will not be returned for analysis.